Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the black box did record two rewinds in a row on the date of the complaint. There were no other motor issues recorded in the pump's black box or history. During investigation, the piston was able to fully rewind. There were no observed alarms during the course of the investigation. The pump was opened and no defect was found with the motor assembly or lead screw. The alleged motor rewind issue could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod in the pump cartridge compartment did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.